Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone 2 mg/ml; dose unknown via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient had "issues with this pump" and "injuries to it" to the pump. The patient had to have a catheter reconnected to it. No symptoms were reported. No further complications were reported.